Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheath. During the treatment, resistance was felt when advancing the sheath through the common iliac artery and the abdominal aorta. After first stent graft was implanted, second stent graft catheter was inserted with no issues. A guidewire and a pigtail catheter were inserted from the side of the second stent graft catheter. However, the insertion of the guidewire and the pigtail catheter was difficult with reverse movement of the guidewire. After the second stent graft was implanted, an angiography revealed a dissection in the abdominal aorta around the renal artery level. Since no clear entry was observed, no false lumen was detected when contrast was performed from proximally, and the true lumen condition was well, the dissection was considered that it might spontaneously resolved with no treatment. The physician decided not to perform any further treatment for the dissection. The dissection will be monitored. The patient tolerated the procedure. The physician stated that he thinks it is likely that the dissection was created by a radifocus guidewire inserted after the second stent graft was inserted. The access vessel was poor, and the overall vascularity was probably poor.